Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred and air bubbles were observed in the tubing. Customer changed out the infusion set and insulin delivery was resumed. Customer's blood glucose (bg) was 315 mg/dl and a bolus was delivered to address bg.